Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide#(B)(6). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary controller had random power cable disconnect alarms. The controller was exchanged. The exchange resolved the random alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6) and reproduced during testing. The downloaded log file contained approximately 3 hours of data (B)(6) 2020 at 10:41:21 to 13:25:24 per the timestamp). The log file captured intermittent low voltage advisory alarms beginning on (B)(6) 2020 at 13:09:03 and continuing throughout the log file due to the rsoc voltage on the black power lead fluctuating, causing the voltage to intermittently drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 13:25:06 to exchange the system controller. No other notable alarms were active in the log file. Visual inspection of the returned controller revealed that the power cable strain reliefs on the connector side and housing side had damage consistent with wear and tear. The returned controller was connected to test 14v batteries and a mock circulatory loop and the low voltage advisory alarms were able to be reproduced by manipulating the system controller power cables by hand. The alarms did not affect the controller¿s ability to operate the test pump at the set speed, and no other atypical alarms were active during testing. Evaluation of the power cables revealed elevated resistances on the underlying wires consistent with conductor breakdown. The outer jacket was removed from the power cables for further inspection and no physical damage was observed on the underlying wires. The reported event was determined to be caused by breakdown of the conductors in the black power cable. The root cause of the conductor breakdown could not be conclusively determined through this analysis; however, the conductor breakdown may be related to wear and tear associated with repetitive flexing over time. Incidental findings: dim pump running leds & faded software label. No further information was provided. The manufacturer is closing the file on this event.